Event description:
It has been reported to philips that the allura xper fd20/20 system did not turn on. The complaint device was not in use at the time of the event. No harm was reported in association with this event. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. Review of the system log file showed ippc communication error. Upon functional testing fse identified image processing pc (ippc) were turned off. The fse replaced the image processing pc (ippc). After replacement of the image processing pc (ippc) the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.